Event description:
This lead was attempted, but not implanted, on (B)(6) 2011 due to unable to position lead. The physician was dr. (B)(6) at (B)(6) in (B)(6), va. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).